Event description:
It was reported that during a da vinci-assisted surgical partial nephrectomy - retroperitoneal lateral procedure, the surgeon called in prior to procedure, post anesthesia, to report that the blue fiber cable (bfc) on patient side cart (psc) was damaged at the connector. The psc socket seems not to be broken. The customer has no spare bfc on the singe surgeon side console (ssc) and was converted to laparoscopic. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no additional port had to be placed as they could use the one from the endoscope, this was the only port being placed when the issue occurred. No patient details could be provided by her.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the blue fiber connect cable kit to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.